Event description:
It was reported to st. Jude medical that the pt was going to the operating room due to osteomyelitis, and as part of the pre-op workup for surgery, the device was interrogated and a hardware vvi reset was observed. The ICD was unable to program. The decision was made to explant the device.